Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the peripheral nerve evaluation was on (B)(6) 2017, the patient had tried tibial nerve stimulation (tns), and the patient had chronic utis. The patient was self-cathing prior and had incomplete emptying; the patient was checking post-void residuals via self-cathing. It was noted that the manufacturer representative suspected lead migration. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's daughter was frustrated that their mother was voiding less and cathing less. Patient was doing better before, they spoke to doctor about it. They changed sides, they were grateful for the help. Patient was now at 1.7. They were feeling stimulation in their buttocks. They felt it in their rib cage, they were lowered it and was comfortable. Patient's daughter wanted to know why they were getting worse. They were able to calm down and was thankful. Patient believed that lead had migrated because patient was not having any improvement with symptoms. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.